Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The taxus express2 drug eluting stent (des) was implanted and 17 months later, late stent thrombosis occurred. Additional information has been requested, but non has been received. It was further reported that a coronary drug eluting stenting treatment was performed on the mid right coronary artery (rca). The lesion was predilated with a 3.0x15mm unspecified balloon to 7atms and then a 3.00x16mm taxus express2 drug eluting stent (des) was deployed at 16atms. The des was successfully implanted with no patient complications reported. The patient's condition is listed as "good". One year and five months later, the patient presented with an acute myocardial infarction. The rca was 100% occluded with distal thrombosis. A 3.0x15mm non bsc stent was deployed in the lesion at 16atms for 30 seconds. The procedure was successfully completed with 100% stenosis reduced to zero percent. No patient complications were reported with the patient's current condition listed as "good". Medications: benadryl IV (25mg), sublimaze IV (1ml), 1% xylocaine subcut (10ml), heparin IV (2,000 units), sublimaze (0.500ml), versed IV (0.500mg). It was further reported that the patient presented to the emergency room with recurrent symptoms of angina prior to the (B) (6) 2006 stent placement. During intervention on the occluded stent on year and five months later, the lesion was dilated with a 3.0x15mm maverick balloon at 10atms. It was further reported that in (B) (6) 2006 a 3.00x16mm taxus express2 stent was placed in the rca, and it was noted that there was a 20% narrowing of the vessel proximal to the placed stent. It was also discovered that the two stents that were previously placed in the cx had 30% restenosis and the two stents that were placed in the diagonal had 50% restenosis. It was also noted during the procedure that the lad was 60% stenosed. It was further reported that in (B) (6) 2006 the patient awakened from sleep with chest pain that he described as a burning and sharp discomfort. The right coronary artery (rca) was found to be 99% occluded proximally and the distal rca was found to have diffuse intimal disease. A 3.0x15mm maverick balloon was inflated in the mid rca at 7atms for 25 seconds and then a 3.00x16mm taxus express2 stent was deployed in the mid rca at 15atms for 40 seconds. After stenting, angiography revealed 0% residual stenosis. The patient was discharged 3 days later. In (B) (6) 2007, the patient presented with chest pain and st elevations. An EKG confirmed an acute inferior wall myocardial infarction. Subsequent to stenting, there was a widely patent rca with timi 3 flow. However, there was delayed myocardial perfusion and tapering of the distal vessels with some distal occlusion persisting due to distal thrombosis. The patient was discharged 6 days later and was continued on toprol, atorvastatin, norvasc, aspirin, plavix and cordarone.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The taxus express2 drug eluting stent (des) was implanted and 17 mos later, late stent thrombosis occurred. Add'l info has been requested but none has been received.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unk, a review of the mfg records could not be carried out. The most probable root cause of this complaint can be attributed to an anticipated procedural complication.